Event description:
This complaint was reported by a customer from the USA. Leakage issue.

Manufacturer narrative:
Investigation type: eitan medical inspected the photo provided by the customer (demonstrating the damage on the set), as well as the history records of the lot used by the customer. Investigation findings: the complaint was confirmed based on the photo provided by the customer. However, no design or manufacturing discrepancies that could have caused or contributed to a complaint of this nature were identified. Conclusion: visual inspection of the photo provided by the customer indicates the event was most likely a result of misuse.

Event description:
This complaint was reported by a customer from the us. A leakage issue was reported. It was reported that no human harm occurred. When asked regarding medical intervention to prevent harm, the customer stated: "patient returned to the cancer center upon identification of leak. Medication disconnected." No other consequences for the patient were described by the customer.

Event description:
This complaint was reported by a customer from USA. Leakage issue.